Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking insulin and that a minimum fill notification occurred after loading the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer's blood glucose level was 201 mg/dl.